Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The other perclose proglide device is being filed under a separate medwatch MFR number. Evaluation of the device found the plunger, link, anterior needle, and anterior cuff were not returned with the device, limiting the scope of the investigation. The link was found to have been pulled from the swage end of the posterior cuff when the plunger was retracted. A link pull would result in a failure to retrieve the suture during the needle plunger retraction and could appear very similar to the reported anterior cuff miss. Link-to-cuff detachment suggested that there was resistance while retracting the needle plunger. During lab testing, the proxy plunger was inserted and retracted successfully without any observable resistance. The whole suture was able to be pulled from the device without difficulty. There was no damage to the suture to suggest that the suture might have been dragged through the device during the suture retrieval process which could contribute to the link-to-cuff detachment while retracting the needle plunger. Based on the investigation, a cause for the link pull from the swage end of the posterior cuff could not be determined. However, challenging anatomical conditions combined with abruptly pulling out the needle plunger after needle deployment could have contributed to link detachment, but this could not be confirmed. Per the instructions for use, the safety and effectiveness of the device have not been established in patients with femoral artery calcium which is fluoroscopically visible at the access site. No manufacturing or quality deficiency was detected. A review of the product lot history record did not reveal any nonconforming material records associated with this lot. A query of the complaint database was performed and there does not appear to be any indication of a lot specific product quality deficiency.

Event description:
It was reported that a physician, trained in the use of the perclose proglide device, attempted arteriotomy closure of the calcified right common femoral artery after an interventional procedure. Reportedly, an anterior cuff miss occurred as the suture was not retrieved on the anterior needle when the plunger was removed. Another proglide was used with the same results. Hemostasis was achieved using a starclose se device. There was no adverse patient sequela. Though requested, no additional information was provided.